Event description:
A closurefast rfa catheter was intended to be used. The IFU was followed. It was reported when the operator removed the catheter from the box, the heating could appeared thick and unusual. The operator was unable to insert the catheter into the introducer sheath due to the heating coil thickness. Another catheter was used to complete the case. When the device was returned for evaluation, it was noted that the coil of the device was exposed.

Manufacturer narrative:
Product analysis the catheter reference key shows evidence of wear, and the red ink was visible in some areas. The catheter cable connector was examined: all pins were visually inspected to be straight, and no anomalies were noted along the catheter shaft. Heating element/coil condition: damage was noted along the heating coil/element (photo 6). Microscopic examination revealed burnt bi ologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil clf device was inserted into an in-house 7fr introducer sheath with no resistance/issues noted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.